Event description:
A greenfield filter was implanted on (B)(6) 1997. On (B)(6) 2018 thrombus was observed via a CT scan. On (B)(6) 2018 a CT scan was performed and chronic occlusion of the ivc below the level of the renal veins with collateral vessels were noted anteriorly. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 1997. On (B)(6) 2018 thrombus was observed via a CT scan. On (B)(6) 2018 a CT scan was performed and chronic occlusion of the ivc below the level of the renal veins with collateral vessels were noted anteriorly. No further patient complications were reported.